Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported after a 50' wand had components break off in the joint this wand tip also broke down leaving bits of metal in the joint. A (0-30 min) delay was reported. No patient injury or complications were noted.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the bottom right screen and electrode has been partially detached with jagged edges on the remaining electrode leg. There is a significant amount of scratch marks present on the cap and scuff marks on the spacer which are consistent with coming into contact with another metallic object. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite partial detachment of the electrode; plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip damage includes: using the device for mechanical displacement of tissue through applied force, or as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.